Event description:
A pt who was skin tested on 9/12/96 with negative results, and received her first treatment on 10/15/96 in the nasolabial folds and upper lip. On 10/22/96, swelling and redness were noted at the skin test and treatment sites. On 11/5/96, herpes labialis was noted at the treatment sites; a fever was also noted. 11/96 (exact date unknown), the physician prescribed oral antibiotics and zovirax.